Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a thermal event on aux7 pyxibus cable. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the auxiliary 7 pyxibus cable was affected by thermal. A field service engineer (fse) had noted a scorch spot on the 7-drawer pyxibus cable. The fse confirmed that the physical burn location had occurred because the cable shielding had rubbed away against a sharp edge on a drawer. The fse removed the cable and replaced it with a new one. The fse applied several zip ties for better cable management. Service was restored. The system functioned as intended after the field service engineer repaired the device.